Manufacturer narrative:
Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The device was not returned for evaluation, as it was discarded by the hospital. Therefore, the root cause for the leaflet tear, regurgitation, and stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via patient registry that a 23mm aortic valve was explanted after an implant duration of 8 years and 10 months due to the non-coronary cusp was torn along the commissure which caused ai. The leaflets were mobile and relatively free of disease. An attempt was made to replace with a 23mm sutureless valve but the sinotubular junction was markedly larger than the annulus and cause some distortion of the valve leaflets and central ai. The sutureless valve was explanted and a 23mm was implanted in replacement. The surgeon noted excellent ventricular function and tee showed no significant valvular abnormalities. The patient's postoperative course was uneventful and he discharge home in stable condition on pod #8.

Manufacturer narrative:
Reference CAPA-20-00141.